Event description:
Patient in ed trauma bay when pump infusing levophed and tranexamic acid had a "communication error" and stopped infusing. The pump was restarted and reprogrammed, which caused a delay in therapy with altered dosing of tranexamic acid. The pumps had been infusing for over an hour with no issues prior to malfunction. No harm to patient.